Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter displayed an "ER 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 1130pm. It is not known how the patient manages her diabetes or what action the patient took at the time of the alleged issue. About 3 hours prior to the start of the alleged issue, the patient claimed she felt symptoms of thirsty and frequent urination. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being tested with. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged "ER 1" message remained unresolved.